Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal 2000 mcg/ml at 390 mcg/ml via an implantable pump. The indication for use was intractable spasticity the patient had return of spasticity. The patient¿s mother stated that a few weeks earlier the patient¿s spasticity had started coming and going. They thought the patient might have a cold and monitored. When it continued the healthcare provider decided to evaluate the pump. The physician tried to do a side port study but could not get csf (cerebral spinal fluid) back. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The physician replaced the pump and the catheter to the spinal segment on (B)(6) 2018. When the existing catheter was cut at the spinal/pump segment, csf (cerebral spinal fluid) came back. The physician replaced the pump segment. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Continuation: product ID 8781 (B)(4) implanted: (B)(6)2015 product type catheter. Information references the main component of the system. Other relevant device(s) are : product ID: 8781 (B)(4) ubd (B)(6)2017 (B)(4). Analysis of the catheter revealed catheter body, significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.